Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER (emergency room) with symptoms. The patient recorded their heart rhythm and sent a transmission. Review of the recording indicated some oversensing, possibly the result of positional changes. Noise reversion was also noted during the recording. No further information available.